Manufacturer narrative:
The product was not returned. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as a lot number was not provided. (B)(4)

Event description:
It was reported to medtronic neurosurgery that fluid leaked from the connection between the catheter and the becker edms. It was also reported that the patient is currently doing good.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.